Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model#8709sc serial# (B)(4) implanted: (B)(6) 2011 explanted: unk. (B)(4).

Event description:
It was additionally stated that the infection remained and it was planned to remove the pump.

Event description:
The onset of the infection was several weeks post-op. The patient did not have meningitis. Symptoms related to the infection were redness and drainage. A culture was obtained from the device pocket (results not provided). Oral antibiotics were administered and local wound care provided and the infection resolved. The pump contained morphine, clonidine, and baclofen.

Event description:
It was reported that the patient had a pump replacement and it became infected. Additional information has been requested, but was not available at the time of this report.